Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation in accordance with procedures recommended by zoll manufacturing corporation. The evaluation indicated an intermittent pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te), between the front te and ECG electrode a. The root cause of the intermittent wire is excessive force placed on the cable. The intermittent wire could not be ruled out as a potential contributing cause of the constant gong alarms. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.